Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius assessed as a surgical impact opening, for the stress mark in the shell, striated opening on radius, non-penetrating nick, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening. A striated opening on radius assessed as surgical damage. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.